Event description:
It was reported that patient was not able to adjust stimulation with patient programmer. Programmer display showed "call your doctor" icon. The day of this report, power-on-reset (por) message showed up when tried to increase stimulation from 4.60. Interstim had not help patient with urinary symptoms, but did help with patient bowel. Patient was taking "jalyn" to shrink his prostate and stream had improved after 3 months of taking the medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v138328, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).